Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their recharger wouldn't last very long due to having to charge frequently because they were on hd programming. The patient mentioned that they were meeting with their healthcare provider (hcp) and a manufacturer representative on (B)(6) 2020 to schedule the replacement of their implantable neurostimulator (ins). It was confirmed that this was due to normal battery depletion. The patient mentioned that they were switched to hd mode, which had a higher frequency than their battery was supposed to use. The patient stated that they've had their ins for five years, which was a normal time frame for the type of programming that they had, and they were okay with it and everything was fine. It was reported that the patient was trying to find something better suited for their pain that had increased. It was noted that the patient¿s pain had been increasing over the last year or so and they were not getting good enough coverage. It was not confirmed if the increase in pain started happening around the same time that the patient¿s ins started to ¿go bad¿ and not work well. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
Product ID 37761, serial# unknown. Product type recharger, refer to regulatory report # 3004209178-2019-23379 for further information pertaining to this event. Any additional information pertaining to the event will be submitted as a supplemental with that report. If information is provided in the future, a supplemental report will be issued.